Event description:
Post op - lumbar drain insertion. Eds3 was connected to patient with a lumbar drain insitu, and then when nurse drains the burette each hour into the drainage bag it was taking up to 10 minutes. Nurse thought that the tubing from burette that takes csf from burette to bag is too narrow and needs to be wider. Bag didn't seem to be opening fast enough it was very slow.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.